Event description:
Risk manager reports a patient went into cardiac arrest on the day of the event post multi-level laminectomy. Patient had received a total of 67 mg of morphine over 15 hours. The pump was set for 1 1/2 mg of morphine every 6 minutes and basal rate of 1/2 mg with a 12 hour limit. The patient had a history of atrial fibrillation, hypertension and sleep apnea. The history on the pump was lost during the code to resuscitate, according to the biomedical technician and risk manager, as the clinicians removed the battery during the code to stop the pump from infusing. The risk manager does not feel the pump was the cause of the cardiac arrest, but is requesting the pump be evaluated. The patient did not recover. It is not known if an autopsy will be performed at this time. No additional information is available at this time.